Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during a case a ventilator failure occurred. No patient injury reported.

Event description:
Please refer to initial MFR. Report #9611500-2019-00008.

Manufacturer narrative:
A dräger service engineer was examining the device on-site. The reported issue of ventilator failure could be confirmed; the entire motor assembly was replaced which has put back the device into fully operable condition. The replaced parts were returned to manufacturer for evaluation. It could be determined by rotating the motor manually that there are several positions where it does not provide mechanical power. Root cause is wear and tear at the collector disc which led to partly disrupted electrical contact to the carbon brushes resulting in fluctuations in rotating speed. The supervisor function monitors the motor speed continuously and compares the expected piston position with the one derived by the encoder check. If deviations are detected the device will force a shutdown of automatic ventilation to prevent from damages to the ventilator unit. This is accompanied by a corresponding alarm; manual ventilation as well as the monitoring functions remain available. No patient consequences have occurred and dräger finally concludes that the apollo workstation responded as designed upon the malfunction of a single component that became worn after approx. Twelve years of operation. In comparison to the specified lifetime of ten years this can be considered acceptable.